Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It should be noted that the supera peripheral stent system instructions for use states: use this device prior to the ¿use by¿ date as specified on the device package label. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use as reportedly the device was inadvertently used after the use by date. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the left common femoral artery. The 6.50x100mm supera stent was implanted even though the stent had expired. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.